Manufacturer narrative:
(B)(4). Medications: aspirin, namenda, and pravastatin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On an unknown date, imaging identified a suspected type ii endoleak with aneurysm growth of 5 mm. On (B)(6) 2017, an intervention was performed to treat the type ii endoleak whereby a lumbar artery was coiled. It was reported an aortic extender component was implanted for proximal extension from the trunk-ipsilateral leg component, a contralateral leg component was also implanted off of the trunk for distal extension. The physician reportedly stated he wanted to have more seal as a precaution incase the aneurysm continued to grow. Final imaging reportedly identified the aneurysm was excluded. The patient tolerated the procedure.